Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi, entered a perfusion screen on the ccm. After the 15-minute o2 sensor warm-up period, calibration of the epgs was initiated and failed. During calibration, the air flow kept increasing past the calibration rate of five liters per minute (lpm) up to its maximum. The pst temporarily replaced the internal flowmeter with a lab use flowmeter. Initiated calibration which passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at five lpm and 100% o2 was 1.93 volts, within the specification of 0.757-2.551 volts. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the epgs was recalibrated three times receiving the error message each time. It was then tested on another heart lung machine (hlm) but was still unable to be calibrated. Hose connections were secure and no gas leaks were heard.

Event description:
It was reported that during set-up of the device for the cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Please disregard the previous submission as recall 1828100-04/08/19-002-c was found not to be related to the reported complaint. Per supplier evaluation, the unit was received in perfect working order. All registers and output were reading correctly. The sensor was opened and there were no loose wire bonds observed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.